Event description:
Healthcare professional (hcp) reported 1 incident of a transfer set with broken occluder feet. The pt was admitted to the hosp for an unrelated issue on 2/3/2000. During this admission, it was noted the pt had peritonitis. The staff noted the transfer set was not occluding the flow of fluid with the clamp in the closed position. The pt received a transfer set change on 2/4/2000. The hcp reported the transfer set was less than 6 months old at the time of the incident. The hcp noted a broken plastic piece in the tubing, near the twist clamp area. The pt was treated with the following for the reported peritonitis: vancomycin 1.25gm and tobramycin 160mg intravenously, a one time dose. Treatment continued with vancomycin 500mg and tobramycin 40mg intraperitoneally, daily for seven days.